Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was visually inspected and functionally tested. The sample revealed the leak was coming from the welded area of the volume indicator port. The customer reported issue of leak was confirmed, and the cause was improper welding of the volume indicator and port. The ultrasonic welders were recalibrated in (B)(4) 2013. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor leaked near the coiled tubing during filling. There was no patient involvement. No additional information is available.